Event description:
Customer reported via phone, the insulin pump had alarmed button error and it's not working. Customer's blood glucose was 180 mg/dl. Customer stated, the climate was humid and she went hiking. Her pocket was really sweaty and the up arrow button was not responding. She took the battery out and was able to clear it, the device started to deliver a basal however, after leaving the battery out for a period of time the button was still unresponsive. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarm noted. The insulin pump had a cracked case on display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.